Event description:
It was reported that during a radical rectum resection on a patient with rectal carcinoma, the device was used to dissociate the lateral ligaments of the rectum. The titanium tip of the scalpel was broken. The surgeon used c-arm of orthopedics to find the broken piece, but did not find it. Now the patient is fine. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade